Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2005. (B)(4).

Event description:
It was reported that the right ventricular had bipolar impedance greater than 4000 ohms due to an apparent fracture. The lead remains in service. No patient complications have been reported as a result of this event.